Event description:
It was reported the patient had a distal tibia fracture and was plated in (B)(6) 2014. A non-union and delayed healing occurred and the surgeon removed 1 antelateral plate and 5 broken 2.7mm variable angle locking screws. The sales consultant reported the screws heads were broken off. No fragments were retained. No surgical delay was reported. The revision was performed easily with a locking plate and completed successfully. This report is for 5 unknown locking screws. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for 5 unknown 2.7mm variable angle locking screws. Implant date reported as: (B)(6) 2014. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.